Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2014, the reporter contacted animas and reported an intermittent power issue with the pump. There was no indication of damage to the pump. There was no indication of a power issue noted in the pump alarm history. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a review of the black box revealed multiple power on reset (por) events. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked from the threads down to the case seal. The battery cap contact measurements were found to be within specification. During evaluation, the battery cap was fastened and then unscrewed ½ turn which resulted in a power loss. There was moisture and corrosion observed in the battery compartment. The battery compartment was found to be leaking during a leak test and the 24 hour duration test was unable to be performed. The pump¿s cover was removed; there was no moisture, corrosion and intermittent conditions found to the power pcb. The reported ¿intermittent power¿ complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.